Event description:
Per rn, balloon from tracheostomy ruptured spontaneously and detached on chronic vent patient. Patient in respiratory distress and required to be bagged until md could insert another trach. Per rt, the pilot balloon was separated from the #7 trach was placed and patient was reconnected to ventilator. Patient tolerated procedure well.